Manufacturer narrative:
Based on the claim against the product by the customer noting tips were misaligned, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a bent grip, causing side to side misalignment of the grips. There was a 0.037¿ offset at the tips. Additional observation not reported by site: the instrument was found to have damaged conductor wire insulation at the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The wires were exposed.

Event description:
It was reported that during a da vinci-assisted surgical procedure the long bipolar grasper instrument's tips were misaligned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter stated that the instrument was inspected, and no damage or arcing was noted. The cannula was inspected prior to use and no pin gauge was used to inspect the cannula; no arcing was observed. The erbe generator was used with the following settings cut: 4, coag: 4. The instruments tip(s) did not touch any staples, clips, or sutures while energized, and the jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument, there was noted injury to the patient, and the patient has not returned to the hospital due to experiencing any post-surgical complications.